Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11 since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024. The blood glucose level was 494 mg/dl at the time of event and the patient got treated with multiple injections. No further information available.